Event description:
Reporter indicated that the pt was experiencing an increase in seizures, and that the physician had increased the pt's dosage of mysoline. All attempts for more info were unsuccessful, thus the relationship between the increase in seizures and vns therapy cannot be determined.